Manufacturer narrative:
The test strips were provided for investigation on 21-jul-2023. Investigation is ongoing.

Manufacturer narrative:
Section d4 was updated. The customer's test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. Testing was performed using glycolyzed blood. The integrity of the returned vial was tested and it passed. As the primary packaging seal was acceptable for the returned vial, there is evidence to support that the returned product was appropriately sealed. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem.

Event description:
The initial reporter complained about discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. On (B)(6) 2023 the patient's results were: initial result: 600 mg/dl at 1:09 p.m. (Tested from a capillary finger stick). Repeat result: 255 mg/dl at 1:14 p.m. (Tested from a capillary finger stick).

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The reporter confirmed that controls were run on the meter within 24 hours prior to the readings. All qc values were in range. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. H3 other text : na.